Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable.

Manufacturer narrative:
One cardiomems hospital electronic system (hes) was received for evaluation. Visual inspection determined that there was physical external damage to the outer casing of the device. The printer serial communication cable (db9) connector was damaged with exposed wires. The gsm modem and wi-fi adaptor was not returned with the device. When the hes was powered on, the system was able to power on but was unable to load to the welcome screen. Diagnostic testing could not be performed since device could not load past loading screen to main screen and computer could not load up for diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.